Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was hospitalized following numerous inappropriate shocks. During investigation, it was identified that the rv lead exhibited loss of sensing and loss of capture. X-ray confirmed rv lead dislodgement. The system was electrically deactivated pending intervention. Additional information received indicates that the lead was repositioned.